Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01, implantable pulse generator, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was too supple and kept moving in the lateral vein. The physician decided to replace the lead with a competitor product. No patient complications have been reported as a result of this event.